Event description:
Meter name: sure step. Strip name: sure step strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. Patient reported not able to get any reading. Their meter allegedly had no power. The result on their meter: unable to get results. The time difference between pt's meter and: no comparison. Treatment was: not treated. No further information has been reported.